Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulsed field ablation procedure using a farawave catheter a patient had experienced a pericardial effusion. The physician did a routine check with intracardiac electrocardiography (ice) after the procedure and no complications was noticed. While the patient was in holding, the physician had to check again and noticed a pericardial effusion. A pericardiocentesis was done to remove the fluid. The cause of the effusion is currently unknown. The patient has recovered successfully from the event. The device is not expected to return as the complications emerged after the procedure, when the device would have been discarded.